Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a power button issue with his onetouch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 7am. As part of his diabetes regimen, the patient claimed he is on oral medications of metformin pills (dose unspecified). At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. Within 3-4 hours after the alleged issue began, the patient claimed to have developed "high blood sugar symptoms", but for reasons not known treated himself with glucose tablets/glucose gel at around 4pm or 5pm that day. By 5pm or 6pm that evening, the patient stated he tested on his other meter (brand unknown) and obtained a blood glucose reading of '150 mg/dl." At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and the correct test strips were used. The cca walked the patient through a test strip insertion and the meter powered on; however, the power button did not. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.